Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the handle will still not fit onto mesher and the roller, roller gear, ball detents, ratchet gear, side plates, were replaced. This is not a related issue. On (B)(6) 2019, it was reported that the plate was broken on the left side of the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the roller, comb, and side plates were damaged. The calibration and sample mesh could not be taken due to the damaged components. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the bearings, side plates, comb, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged side plate, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the bearings, side plates, comb, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the plate was broken on the left side of the device. The event occurred during testing. There was a half hour delay, but the patient was not under anesthesia since it was during testing. During the investigation, it was discovered that the roller, comb, and side plates were damaged. No adverse events were reported as a result of this malfunction.